Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during sleeve gastrectomy procedure, surgeon experienced a misfire. The blade stopped shortly after initiating, and the reverse button was used. Staples were not formed correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.